Event description:
It was reported that a malfunction occurred on the customer's pump, identified by malfunction code 12. The customer's blood glucose level was not adversely impacted, and it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to contact support if the issue resurfaced.